Manufacturer narrative:
The instrument was returned and evaluated. Engineering noted a frayed and derailed grip cable at the distal idler pulley. The frayed cable section was approximately 0.22 in length. No damage was fond on the pulley. No other damage was found.

Event description:
It was reported that during central processing, the user facility identified wires fraying at the tip of the pk dissecting forceps instrument . No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.